Event description:
During the evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified. This event occurred during the therapy that was initiated on (B)(6) 2012 at 21:49:18. During night drain cycle five, the patient's ultrafiltration reading was 1314ml, indicating the home patient (hp) drained 1314ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). During the event history log review, an increased intra-peritoneal volume event was identified. The cause of the reported issue was determined to be one or more cycles advanced to the next fill when slow or no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.